Event description:
It was reported that the patient developed an infection at the generator and lead incision sites. It was reported that the incisions sites were drained and the patient was placed on antibiotics. There are no plans for surgery at this time. No additional relevant information has been received to date.

Manufacturer narrative:
Device manufacture date, corrected data: the initial report inadvertently reported "na" when it should have reported "ni." The date is know known. Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient will be undergoing explant of the vns due to experiencing repeated infections due to patient picking at the incision site. Patient underwent explant on (B)(6) 2015.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr),corrected data: 04/22/2015. Supplemental emdr report #2 inadvertently lists the incorrect date received by manufacturer as 4/21/2015 instead of the correct date 4/22/2015.